Manufacturer narrative:
Evaluation summary - (B)(4): the generator was returned and analysis confirmed the customer comment that the liquid crystal display (lcd) lens was broken. Analysis also found the upper and lower cases broken, the side bail covers and heart lead flex contaminated, that the lead flex cover was corroded, the battery contacts were compressed, the battery drawer was broken and the keyboard was scratched. (B)(4).

Event description:
It was reported that the external pulse generator had a cracked face. The generator was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the external pulse generator had a cracked face. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).